Manufacturer narrative:
A software investigation was initiated via known anomaly determination, and review of the software logs confirmed the reported issue and found the issue to be consistent with an existing software anomaly. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site was setting up for a case, the system unexpectedly exited the software. The site turned the system on and got to the select patient screen and the system became completely unresponsive. Then it exited the software and went into "booting the kernel" and would not progress beyond that point. The site waited for more than 5 minutes and the issue continued. The site did a hard shut down of the system and then when they tried to boot it back up, the monitor said "no signal" and the computer would not boot, though the cd tray would open. They tried booting it up several times with no resolution. They left it turned off for 5-10 minutes, and both the systems booted normally at that point. The manufacturer representative was unable to duplicate the software exit while at the site. The site decided to pull the system out of use until a full system checkout is performed. No patient was present at the time of the event.